Event description:
It was reported that the left ventricular (lv) lead had loss of capture. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949-58 implantable tachy lead, (B)(6) 2006; 4592-45 implantable pacing lead, (B)(6) 2003; 6984m adaptor, (B)(6) 2006. (B)(4).